Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and the valve appeared to maintain position throughout the deployment. An echocardiogram was performed a couple minutes later and revealed that the valve migrated deep into the left ventricle with severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to trace. No adverse patient effects were reported.